Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device would not run, even when a new battery was inserted. According to the report, the event occurred before use on a patient under anesthesia inside the operating room. It was reported that there was a five minute delay in the procedure due to the event and an identical spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device not working even with new battery during a procedure was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit was working intermittently. It was noted that there were signs of an unknown substance on top of the motor, and on the electronic control units (ecu) silver plate. It was also noted that the bearings were corroded. It was determined that this condition was due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.